Manufacturer narrative:
(B)(4). No customer return material was available for testing, therefore in-house material was used for the investigation. Final product release testing were reviewed for architect total b-hcg reagent kit, list number 7k78-20, lot number 81919jn00. The review demonstrated that all control and panel values were within specification and no adverse trends were observed. Architect total b-hcg reagent lot 81919jn00 is also currently being assessed through our in-house stability program and review of the stability data generated illustrated that all controls and assay parameters were within specifications for each of the time points assessed. Testing was performed whereby architect total b-hcg reagent lot 81919jn00 was calibrated on one instrument in both routine and stat mode. The investigation addressed the ability of architect total b-hcg reagent kit in question to accurately detect b-hcg concentrations in abbott architect total b-hcg controls, panels and purchased patient samples and also investigated the possibility of obtaining false positive and/or false negative results occurring in patient samples due to sample carryover. The investigation demonstrated that architect total b-hcg reagent lot 81919jn00 is performing acceptably and within label claims. Furthermore, architect total b-hcg reagent lot 81919jn00 was used in (B)(4) for its ability to reliably recover b-hcg in patient samples. The testing demonstrates that the assay continues to perform acceptably within the scheme. A specific reason for the customer observation could not be determined. The customer was referred to the package insert for sample handling recommendations and possible interfering substances that may affect results. In conclusion, from the investigation performed it can be concluded that the investigation demonstrated that safety, effectiveness and label claims were met for the architect total b-hcg reagent lot in question.

Event description:
The customer states that a patient sample processed on (B)(6) 2010 generated a falsely negative result of <1.2 miu/ml. The sample was repeated yielding a positive result of 3,694 miu/ml. A new sample was tested on (B)(6) 2010 producing a positive result of 9,846 miu/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78 total bhcg assay that has a similar product distributed in the us, list number 6c21 total bhcg assay. An investigation is in process. A follow-up report will be submitted when the investigation is complete.